Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed inappropriate anti-tachycardia pacing therapy delivered for supraventricular tachycardia on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.